Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced the half-height drawers 1.1 and 1.2 was being off the bus. A field service engineer (fse) opened the back panel and found that the pyxibus module board which had no lights, indicating a failure. After testing the drawer controller boards for both drawers and confirming they were functioning properly, the fse replaced the faulty pyxibus module board. During subsequent testing, row b of drawer 1.1 failed, prompting the fse to power off the station and reseat the row board cable connection. A thorough inspection of the row board cable and tray was conducted, with no visible damage found. These steps helped restore functionality and ensure reliable operation of the drawers. The system functioned as intended after the fse repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the drawers 1.1 and 1.2 were not detected on bus and the user stated that spark came from the top drawer. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the drawers 1.1 and 1.2 were not detected on bus and the user stated that spark came from the top drawer. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.